Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon vicryl sutures caused and/or contributed to the adverse events described in the article? Was there any alleged deficiency relating to ethicon vicryl sutures? Initial procedure date. What in the physicians opinion are the factors contributing to the event? Product code and lot number used.

Event description:
It was reported in a journal article entitled: severe conjunctival foreign body reaction caused by polyglactin 910 (vicryl) suture material following strabismus surgery. Authors: selim demir, huseyin ortak, and sait alim; citation: (turk j ophthalmol 2014; 44: 252-5); doi: 10.4274/tjo.91069. This case study reports a case of severe conjunctival foreign body reaction in both eyes of a patient and filamentary keratitis in the patient¿s left eye caused by the vicryl suture ties after surgery for esotropia. A healthy (B)(6) -year-old boy presented with congenital esotropia. Strabismus surgery was performed. 6-0 absorbable sutures (vicryl rapide, ethicon inc., (B)(4), USA) were used as the sutures for conjunctiva and muscles. Three days later, the patient was readmitted to the hospital with conjunctival hyperemia, followed by stinging, photophobia, and eyelid edema in both eyes. The sutures at the conjunctival incision site were intact, but slit-lamp examination showed conjunctival granulomas around the sutures. There was focal intense hyperemia of the conjunctiva around conjunctival sutures. The other conjunctival area had a mild hyperemia. The left eye of the patient had more severe conjunctival hyperemia than the right eye. The patient was hospitalized, and three different conjunctival cultures were obtained. His antibiotic eye drop was replaced by 0.5% moxifloxacin hydrochloride ophthalmic solution. All of the cultures taken from the conjunctiva were negative after 3 days. Therefore, the authors thought that the event was caused by conjunctival foreign body reaction due to vicryl sutures. The vicryl sutures were removed from the conjunctiva but none of the muscular sutures. Topical antibiotic was prescribed. A 0.05% cyclosporine a was initiated. Follow-up 4 weeks later showed that the patient had almost recovered from filamentary keratitis in his left eye and conjunctival inflammation in both eyes, and he was prescribed pred forte 4x1 and restasis 2x1. The authors showed that severe foreign body reaction may be caused by vicryl sutures as well as nonabsorbable sutures. They also suggest that csa may be helpful in the management of severe foreign body reaction caused by vicryl suture in strabismus cases. Additional information has been requested.